Manufacturer narrative:
Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient was getting CT mylogram through cap using fluoroscopy and patient has no pain when he went through the skin. It was noted that the physician took an x-ray to confirm the location. It was reported that the physician attempted to aspirate, as soon as he pulled back, not really getting fluid out yet, the patient reported pain around the lower back. It was noted that the manufacturer¿s representative wanted to know if there had been reports of this. It was reported that they were performing the mylongram for diagnostic purposes. It was noted that they are looking at needing ablation in the thoracic. It was reported that they are not suspecting any problem with the pump. It was noted that toward the end of the call that the pain was better now at the time of report. It was reported that the pump was used to infuse fentanyl. It was later reported that the healthcare provider (hcp) was not able to aspirate. It was noted that the cap was attempted to be accessed via fluoroscopy. It was reported that there was resistance. It was noted that the hcp attempted to aspirate 4 times. It was reported that each time the hcp was in the correct location however each time the patient experienced pain at the pump site and centrally located lower lumbar pain every time the needle was moved. It was noted that once the needle was removed or not being moved, the symptoms ¿sx¿ resolved. It was reported that the sx were recreated only by inserting of or moving the needle. It was noted that the procedure was aborted after the 4th attempt to avoid further discomfort to the patient. It was reported that there had been no revision or replacement scheduled at the time of report. It was noted that the current status of the patient and efficacy of therapy is unknown at the time of report. It was reported that no additional troubleshooting has been performed and the root cause for the pain beyond the pain being created by moving the needle is undetermined. It was noted that the location of the issue or if there is an issue is also unknown. It was reported that the patient had been complaining of worsening pain in the back and legs, which led to the CT myelogram being performed.